Event description:
It was reported that a screw is overly tightened which causes metal debris when using

Manufacturer narrative:
Upon reviewing the newly added information, the decision has been revised. This event is no longer reportable.

Event description:
It was reported that a screw is overly tightened which causes metal debris when using.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.